Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the clinic for a device follow up. It was noted that the pacemaker exhibited excessive battery discharge. No intervention was performed. The patient was stable and will continue to be monitored remotely.

Manufacturer narrative:
The reported event of premature battery depletion was confirmed. The device was received at end of life. Analysis of the device image indicated a sharp drop in battery voltage. The device was cut open and a high current was found. The draw was isolated to a failure in the hybrid capacitor c8.

Event description:
New information received on november 27, 2018 indicates that the device a device changeout procedure was scheduled. On (B)(6) 2018, the patient¿s device was removed and replaced. No further information was available.